Event description:
It was reported that prior to use, the cs100 intra-aortic balloon pump (iabp) alarmed "check iab catheter." There was no patient involved and no adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse was unable to duplicate the customer's reported issue after running the iabp unit on a test balloon for approximately two hours without issue. It was noted that no alarms were generated and the iabp unit works fine. Subsequently, the fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that prior to use, the cs100 intra-aortic balloon pump (iabp) alarmed "check iab catheter." There was no patient involved and no adverse event was reported.